Manufacturer narrative:
The complaint sample was returned incomplete to (B)(4) for evaluation and the reported event was confirmed. The power tool coupling had broken off from the straight reamer handle, however, it was not returned with the complaint sample. The teflon sleeve was not returned with the complaint sample either. The complaint sample exhibited many signs of wear in the form of scratches, nicks, gouges, and material deformation throughout the device. A process review was completed for this complaint sample and no discrepancies were discovered. From the date this straight reamer handle was manufactured and released for distribution to the customer, to the date the event occurred, this straight reamer handle had experienced approximately 11.4 years of use. It is unknown as to how many surgical procedures (cycles) this straight reamer handle had gone through throughout its life in the field. In summary, the reported event is attributed to wear. This device had exceeded its expected useful life. No further investigation is required.

Manufacturer narrative:
The complaint sample has been returned to greatbatch. The device evaluation is anticipated, but has not yet begun. Once the investigation has been completed greatbatch will submit a follow-up medwatch 3500a. Report source is zimmer biomet.

Event description:
It was reported during an unknown patient procedure that the reamer handle broke while reaming the acetabulum. It was confirmed that no piece was left in the patient. No adverse events were reported as a result of the malfunction.